Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash under the back therapy electrodes. The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone acetonide (1%) ointment by a physician. Follow up indicated that the irritation comes and goes with the heat but that she continues to wear the lifevest.